Event description:
The manufacturer received information alleging an ev300 ventilator was inoperative upon arrival and the device's log showed the inop evt_nvdata_corrupt error message. There was no harm or injury reported. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging an ev300 ventilator was inoperative upon arrival and the device's log showed the inop evt_nvdata_corrupt error message. There was no harm or injury reported. The device was not reported to be in patient use. The device was not evaluated by the manufacturer; however, it was documented that the unit was inoperative upon arrival and the device's log showed the following event. E: inop evt_nvdata_corrupt. This service manual suggests either reinstalling the software and/or changing the system board. Fse recommends attempting software reinstall as another ev300 onsite was operating on 1.05.06.00 and the units were last serviced and used by a company performing a pm during the month of july 2025. The customer rejected the quote, and no work was performed by philips. The customer to do their own repair and requested for case cancellation. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.